Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned product consisted of the stingray lp balloon catheter with a stopcock attached to the hub. The shaft, tip, markerbands, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device. The balloon and shaft were cut to get to access to the markerbands for testing. The material of the markerband was tested using the sem/eds. The markerbands were verified to be platinum, which is the correct material for the markerbands. No evidence of any damage or irregularities contributing to the reported no image of the balloon while in the patient, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that the catheter markerband was not visible under fluoroscopy. A stingray lp catheter was selected for use. During the procedure, it was noted that the device could not show the image as the markerband was not visible under fluoroscopy. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that the catheter markerband was not visible under fluoroscopy. A stingray lp catheter was selected for use. During the procedure, it was noted that the device could not show the image as the markerband was not visible under fluoroscopy. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.